Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Reason for surgery: uterine prolapse, rectocele, cystocele, stress incontinence. Concurrent procedures: lavh/bso, rectocele repair, transvaginal pubourethral sling with tension free tape and obturator cystocele with mesh. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh partial removal on (B)(6) 2013 due to bleeding, extrusion and erosion. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.